Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net revealing high right ventricular lead impedance, r wave amplitude variation and noise. Subsequently, the patient appeared in-clinic where further noise was identified. The patient has been stable throughout and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that on (B)(6) 2018 the patient¿s right ventricular apical lead was explanted and replaced due to additional episodes of noise. The patient was stable after the procedure.